Event description:
It was reported that the pt is experiencing flatulence. Pt states that his cobalt level is elevated. Pt states that he has seen his surgeon and had testing performed regarding the implant.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.